Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain, limited range of motion and swelling.

Manufacturer narrative:
The devices remain implanted, therefore their actual conditions cannot be described. The manufacturing documentation could not be reviewed as the item/lot information is not available. The devices are used in treatment. No applicable patient history is available. Compatibility of the devices is unknown. A complaint history search cannot be performed due to the lack of identifying product information. With the information provided, a definitive root cause cannot be stated.